Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. 880434(left),12509147(right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril since 2017 and pravastatin since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced autoimmune disorder ("autoimmune symptoms"), anxiety ("anxiety"), depression ("psychological or psychiatric problem condition: depression"), arthralgia ("joint pain") and myalgia ("muscular pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and vaginal discharge outcome was unknown, the autoimmune disorder, menorrhagia, vaginal haemorrhage, arthralgia and myalgia had resolved and the fatigue, anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, depression, fatigue, menorrhagia, myalgia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) - total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received: lot number was added, newly added events- vaginal haemorrhage, depression, joint pain, muscular pain, outcome of the previously reported event- autoimmune disorder, anxiety, fatigue, menorrhagia was added, onset date of previously reported events was added, essure insertion date were updated, reporter was added, consumer height was added, lab data were updated, concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. 880434(left),12509147(right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril since 2017 and pravastatin since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced autoimmune disorder ("autoimmune symptoms"), anxiety ("anxiety"), depression ("psychological or psychiatric problem condition: depression"), arthralgia ("joint pain") and myalgia ("muscular pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and vaginal discharge outcome was unknown, the autoimmune disorder, menorrhagia, vaginal haemorrhage, arthralgia and myalgia had resolved and the fatigue, anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, depression, fatigue, menorrhagia, myalgia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram : on (B)(6) 2012: essure confirmation test(s) (unspecified) - total bilateral occlusion. Lot number: 12509147, manufacture date: (B)(6) of 2011, expiration date: (B)(6) of 2014 . Lot number: 880434, manufacture date: (B)(6) of 2011, expiration date: (B)(6) of 2014 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') in an adult female patient who had essure (batch no. 880434(left),12509147(right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril since 2017 and pravastatin since 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced autoimmune disorder ("autoimmune symptoms"), anxiety ("anxiety"), depression ("psychological or psychiatric problem condition: depression"), arthralgia ("joint pain") and myalgia ("muscular pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and vaginal discharge outcome was unknown, the autoimmune disorder, heavy menstrual bleeding, vaginal haemorrhage, arthralgia and myalgia had resolved and the fatigue, anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, arthralgia, autoimmune disorder, depression, fatigue, heavy menstrual bleeding, myalgia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2012. Left: 2 coils, right: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) - total bilateral occlusion.. Lot number: 12509147 manufacture date: 2011-11 expiration date: 2014-09. Lot number: 880434 manufacture date: 2011-07 expiration date: 2014-07. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient race, rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic') and autoimmune disorder ('autoimmune symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, menorrhagia, vaginal discharge, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, fatigue, menorrhagia, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Lab data added. Events: pelvic/abdominal, chronic,menorrhagia (heavy menstrual bleeding),autoimmune symptoms,vaginal discharge, fatigue, anxiety were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.